Manufacturer narrative:
System was used for treatment. Kit lot e714 was reviewed. There were no non-conformances. This lot met all release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories leak centrifuge alarm and centrifuge bowl leak/break and no trend was detected for these categories. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned.

Event description:
Customer reported a leak centrifuge alarm at start of 2nd cycle. Customer found fluid in the centrifuge chamber, but could not find the leak at the centrifuge bowl. Customer aborted the treatment and did not return the volume. Patient was in stable condition.